Event description:
The catheter broke while indwelling in the pt. This is the second catheter that broke in this pt. The reporter stated that his catheter broke in the same manner as the first incident. They were able to remove the catheter with forceps. The pt is in good condition. The clinician did not save the sample, as she felt they were already aware of the problem.